Manufacturer narrative:
The device was returned and the evaluation found 3d image was green. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had a green 3d image. The issue occurred during preparation for use for a therapeutic gastrectomy (medicine) procedure. The procedure was completed using a similar device. Patient was not under anesthesia. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event, ¿3d image is green¿, was confirmed, and the device did not meet the standard specifications and function. The root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.